Event description:
The nurse was caring for the patient at the bedside and turned the patient on his side. The ventilator began alarming for a circuit disconnect. The nurse was unable to clear the alarm and called respiratory therapy. Rt checked the circuit and pressed the reset button on gui (graphical user interface) keyboard. The alarm would not go away. Rt cycled power to the ventilator, and it came up again with an error message. A second ventilator of the same model was immediately brought in as a replacement. The manufacturer's field service engineer was notified of the event and will come on site to complete the repair.